Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial procedure on (B)(6) 2019, the physician was unable to gain epidural access due to the patient having spinal stenosis. As a result, the trial procedure was abandoned. An additional trial procedure may occur. No adverse events reported.